Manufacturer narrative:
The investigation for the access site bleed, hemolysis, limb ischemia, and ventricular tachycardia has been completed. No product was returned for a visual inspection. Data log analysis confirmed the presence of suction alarms, motor current spikes, and trending placement signal. The most likely cause of the major access site bleeding was patient condition related. The cause of the hemolysis was not determined because no product was returned and not enough clinical information was given. The root cause of the limb ischemia and the ventricular tachycardia could not be determined without additional clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had access site bleeding. The staff redressed the site and then there was hematoma noted. The patient had reportedly, "incalculable hemoglobin" stats and the staff performed a massive blood transfusion. The doctor stated there was bleeding from an unknown source, however, it is unknown if the access site bleeding helped alter the patient's hemoglobin numbers leading to the transfusion. Additionally, the patient had limb ischemia from the repo sheath being occlusive. Ultrasound showed no arterial flow. It was recommended to remove the impella however, the patient was not stable enough to remove the pump. The repositioning sheath was repositioned and drips were decreased to improve flow. Furthermore, the patient had two events of ventricular tachycardia. The pump's position was checked on echocardiogram and no effusion was noted. The relationship between the patient's ventricular tachycardia and the impella is unknown. Additionally, the patient developed hemolysis while on support. The intervention for the hemolysis is unknown. The patient's family requested do not resuscitate status and the patient expired after impella support withdrawn. Per abiomed medical safety officer: there is not enough information to associate use of device with outcome.